Manufacturer narrative:
Sample will not be returned for eval.

Event description:
It was reported per maude event report that the multi-lumen central venous catheter was inserted unknowingly into the right femoral artery. IV infusions began via catheter. Six hours later, the pt complained of pain and numbness to right leg. Vascular study revealed no flow to right superficial femoral artery, popliteal or tibial artery. Pt taken to operating room, catheter found in right femoral artery and thrombosis also removed.